Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the tubing of a patient line while the patient was priming the line. The patient was not connected. The technical service representative advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.